Manufacturer narrative:
Additional information: h6 - type of investigation code (b): 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles and significant shallowing of ac. H6-health effect- impact code: 4625- yag was performed. H11- manufacturer narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop, significant reduction of ica, and significant shallowing of the ac. Yag was performed. In a separate surgery the lens was explanted and the problem was resolved. Reportedly, 'surgeon's opinion is that icl is not a suitable option for this patient. They will not be replaced'. The cause of the event was reported as the device/ patient related factor. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.